Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The sample was not received for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition could not be confirmed; the root cause could not identified.

Event description:
It was reported that a power injectable microbore catheter extension set had difficulty with its flow. The user observed a kink in the tubing that was left by the slide clamp after it was removed. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.